Event description:
The physician reported, the device was explanted due to a sudden cessation of therapy. The patient experienced a return of symptoms of rigidity, tremor and hypokinesia and the product was replaced. There was no injury to the patient; the patient was doing well.

Manufacturer narrative:
Final device analysis results revealed both b+ battery bond wires are broken. The product serial number is within the affected range for the kinetra broken wire bond recall.